Event description:
It was reported to philips that the system did not start up, it was stuck at 00:00. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not start up and was stuck at 00:00. After thorough troubleshooting, the fse determined the root cause of the problem: a failure in the low-voltage power supply unit located within the main cabinet of the system. This failure resulted in communication issues throughout the system. To resolve the malfunction, the fse replaced the defective power supply unit. The malfunctioning unit was subsequently sent back to philips for in-depth failure analysis, which confirmed that the unit was unable to activate despite receiving power. Following the installation of the new power supply unit, the system was restored to operational status. No further issues were reported after the replacement, and the system was confirmed to be in good working order. The codes were updated based on the investigation outcome.